Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a driving cap used for an insertion handle broke off during implantation of retrograde/antegrade femoral nail. The driving cap broke after the surgeon hammered the nail in and tapped the nail a few extra times. There were two (2) broken fragments that were retrieved. The procedure was successfully completed with no surgical delay. Patient outcome is stable. Concomitant medical products: unknown retrograde/anterograde femoral nail (part # unknown, lot # unknown, quantity # 1); unknown hammer/mallet (part # unknown, lot # unknown, quantity #1); unknown insertion handle (part # unknown, lot # unknown, quantity #1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 03.010.523; lot: l072663; manufacturing site: (B)(4); release to warehouse date: october 06, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 with correct hardness is documented in device history record (DHR) file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread from the distal threaded tip. The broken off distal threaded tip was returned. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. The complaint condition was confirmed. The following drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no nonconformance noted. Dimensional inspection: outer diameter dimension (od) of the threads on the complaint device at the broken region measured 7.928 with micrometer which is within the design specification of 7.794 mm to 7.974 mm and thread tolerances specified per iso 965-1:2-13 (e). Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.